Event description:
It was reported that a second implantable neurostimulator (ins) was needed during an elective ins replacement surgery because the first ins was showing out or range impedances. The second ins showed impedances that were out of range for electrodes 8-15, like the first ins. The doctor decided to use the second ins despite the impedances. Post-operation the good electrode (8) and the other lead were used for therapy. The desired coverage was achieved. It was noted that impedances were still showing out of range post-operation. The patient was reported to be alive with no injury or adverse event. Also, there were no patient symptoms or injuries related to this event. No further information was provided. Refer to manufacturer report # 3004209178-2013-03127, for information on the first ins.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008,product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).